Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint can be confirmed for bleeding event but not for deployment difficulties since the sample was not returned for evaluation. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Implanted date - device not implanted. Explanted date - device not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that while deploying the angio, after pulling the entire angio-seal device out of the body, the string was there and attached. However, as they moved the green tube down, they did not have any resistance and the patient continued to bleed, like there was no collagen. They had to hold pressure to get hemostasis. The patient was reported to be in stable condition. The procedure outcome was a success. Additional information was received on 19jan2021. The procedure was a leg angio on the left leg. A 6fr procedural sheath was used. A pre-deployment angiogram was performed. When they went to pull the sheath and collagen plug out, the foot plate was intact, and the string was there. They pulled it guitar string tight and pushed the green tube down. The green tube sailed like there was not any collagen.